Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Quality assurance analysis revealed that the multi-link rx zeta coronary stent system was retuned without blood or contrast visible. The stent implant had dislodged from the balloon and was returned on the stylet. The first row of proximal stent struts were mangled. The first row of distal stent struts were slightly flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath and the stylet were returned. The proximal end of the stylet was bent over in a hook shape therefore, the stent implant could not fall off of the stylet. A snap gauge was used to measure the outer diameters of the stent implant and they were all oversized. Pin gauges were used to measure the inner diameter of the protective sheath. A 0.054" pin gauge was used. Product performance engineering reviewed the incident information and analysis of the returned product. The analysis of the returned product noted no blood or contrast visible. The stent was dislodged from the balloon and returned on the stylet, confirming the reported dislodgement. The first row of proximal struts was mangled. The first row of distal struts was slightly flared. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal end of the stylet was bent over in a hook shape; therefore, the stent could not fall off the stylet. Stent dislodgement can be influenced by many factors, including, but not limited to improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specs, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the stent delivery system, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing manufacturing criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that during unpackaging of the rx zeta stent delivery system (sds), the stent dislodged from the stylet. There was no patient involvement. No additional information was provided.